Event description:
On (B)(6) 2010, therakos received a report of a bowl leak during cycle 2 after a loud noise. Customer stated the inside of the centrifuge cover looked misty. Customer claimed no other alarms occurred prior. Treatment was aborted and no blood was returned to the patient. Customer estimated blood loss was less than 300 ml. Customer stated patient was given 300 ml saline after the treatment was aborted and a new treatment was started with a new kit right away. Customer stated patient's blood pressure dropped to 79/20. The physician decided to end the second treatment and returned all blood to the patient without photoactivation. Patient's blood pressure returned to normal after blood was returned.

Manufacturer narrative:
Batch record review of xts kit lot y724 showed the lot met release requirements. The complaint sample received and analyzed. A crack in the ceramic seal across the sealing surface was verified which most likely caused a leak. Corrective actions have been implemented at the vendor site. (B)(4).